Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had dislodged and had an atrial lead position check failure. The ra lead was reprogrammed and turned off. It was also reported that the dislodgment did not show up on the remote monitoring network monitoring report. On investigation it loos as though alert setting were not met. Further investigation is being conducted. No patient complications have been reported as a result of this event.